Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-apr-16, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving morphine (5 mg/ml, 2.0778 mg/day) and bupivacaine (2.5 mg/ml, 1.0389 mg/day) via an implantable pump for spinal pain. It was reported the pump stalled during an MRI on (B)(6) 2020, but did not recover from the motor stall. The provider interrogated the device and stated the alarms were silenced when they got to the patient. The patient/care giver reported never hearing the critical alarm. The rep reviewed that a rotor dye study could be performed to confirm that it "was indeed stalled or not". No interventions or actions were taken. The issue was not resolved at the time of this report. Surgical intervention was reportedly planned, but not scheduled.

Manufacturer narrative:
Update: intervention required as indicated on the initial report is no longer applicable; the type of reportable event was updated from previously being a reportable serious injury to now a reportable malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare provider via a company representative. The patient was seen yesterday ((B)(6) 2020). In turned out, the pump was in ¿telemetry mode¿ on (B)(6) 2020 regarding the MRI and had not actually been stalled. When the nurse went and saw her on (B)(6) 2020, the interrogation kicked it out of telemetry mode, however the nurse did not know so the pump kept going and later sounded the low reservoir alarm on (B)(6) 2020 and critical empty alarm on (B)(6) 2020. On (B)(6) 2020, the nurse was directed to program 5 ml of medication into the pump even without adding any medication to ¿trick¿ the pump into continuing to rotate. On (B)(6) 2020 the physician had performed a reservoir check that confirmed that the reservoir was empty. He then successfully aspirated the catheter to clear and confirm patency. Then he performed a rotor study confirming that the pump was operational. Lastly, he refilled the pump with new medication because the patient reported getting no relief from the previous medication and he performed a pump and catheter prime since the internal tubing and catheter were empty at this point from the minimum rate delivery between (B)(6) 2020.

Event description:
Additional information was received from the rep on 2020-may-21. It was reported that when the nurse went to refill the pump on 4/16, the logs showed that it had been in motor stall since 4/9 so she did not refill the pump. When she interrogated the pump to see why the critical pump alarm was sounding for the empty pump in may, she discovered that the logs showed that the pump had recovered from stall after her last pump interrogation on 4/16. She then found out from manufacturer's tech services that the pump must have been in telemetry mode after the 4/9 MRI which apparently means that the pump may show a motor stall on the logs, actually be working while not showing a motor stall recovery until a clinician programmer interrogates the pump or a bolus is given from the ptm. The patient is on high systemic opioids to help her with her malignant pain. The physician thinks that is the reason for not receiving relief and hopes that a different medication will help more. Currently it is unknown if the issue was resolved because the change in medication just happened. It will likely take weeks if not months for the patient to be safely titrated up to a dose that will help with her pain.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On 2020-apr-21, additional information was received from the rep. There have been no additional interrogations of the pump. The patient does not want to leave their home. The pump had been stalled for more than 5 days at the time of the last interrogation so the integrity of the internal tubing could not be confirmed if it did recover. The planned surgical intervention was "unknown at this time". The device would be returned, if it gets removed.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient had an MRI on (B)(6) 2020 and that her pump stalled as expected. The patient did not have their pump checked after the MRI. Their pump was finally read on (B)(6) 2020, and the patient¿s pump recovered that day. The was noted that the managing physician then planned to replace the pump once covid-19 has passed and they can do elective procedures in the operating room. It was reviewed since the pump was in telemetry mode, it was not recommended to replace the pump. Patient symptoms were not reported. No further complications were reported.